Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 175 cm., body mass index (bmi) 25.5 kg/m2. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). "The patient in this report had fever following the procedure which included placement of mesh. Although the cause is never determined and no clear evidence of an infection is provided, the patient was treated with antibiotics as a prophylactic mitigation. Based on the information provided in the summary of events, this complication is possibly related to the study procedure but there is no evidence the study device or patient comorbidities contributed to this event."

Event description:
A patient in a study underwent a da vinci-assisted sacrocervicopexy surgical procedure. Two days after surgery, the patient developed a fever of up to 39.8 degrees celsius with elevated leukocyte levels. Due to suspected foreign body (mesh) reaction, cefuroxime 1.5g 3 times daily intravenous (IV), metronidazole 500mg twice daily IV, and diclofenac 50mg twice daily per rectum have been administered prophylactically and the hospitalization was prolonged. Following this, the symptoms improved, and the inflammatory markers showed a downward trend. The patient was afebrile with decreased leukocyte levels two days later, and the adverse event was deemed resolved the next day, at which time the patient was discharged. The index procedure was completed without any intra-operative complications, and there were no da vinci device malfunctions. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, possibly related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device.